Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung cancer. The patient did receive radiation therapy in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung cancer. The patient did receive radiation therapy in response to the event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found evidence of multiple types of contamination in multiple locations. Contaminants were observed on the upper enclosure near the dme sticker, the iso port, the air intake, and beneath the sd card flip cover near the enclosure screw. The manufacturer visually inspected the device internally and found dust contamination to the interior of the blower box assembly, blower, and blower impeller. No evidence of sound abatement foam degradation was observed, and the foam appears intact. The manufacturer observed dust, dirt, and fiber contamination on the interior of the bottom enclosure. The device's event logs were downloaded and reviewed. The manufacturer found no evidence of error occurring. The manufacturer concludes there was no evidence of sound abatement foam degradation. The device has evidence of dust contamination in the blower and blower box assembly. The presence of contamination throughout the entire airpath, especially at the air inlet, the source of contamination is likely external.